Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a power on reset that was found post radiation check. The device was reset back to normal parameters and remains in use. There were no reported patient complications as a result of this event.